Event description:
It was reported by service report that the footend of the bed was stuck in an elevated position and there was no functionality at either siderail.

Manufacturer narrative:
Result - siderail cable.(B)(4) - motion interrupt pan.